Manufacturer narrative:
Device lot number updated from 0018010012 to 17955966. Device manufactured date updated from 05/29/2015 to 05/13/2015. Device evaluated by MFR: returned product consisted of the watchman implant along with two watchman access systems (was). The watchman delivery system (wds) was not returned. Blood was present on the device as received. The implant was examined. The implant was measured and found to be consistent with the reported information. The implant had anchor damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08256. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device and delivery system was advanced through the watchman® access system. The closure device was deployed, but the position was not adequate so it was fully recaptured. The physician noticed that the access system appeared to be "bending excessively" during the recapture. He removed the closure device and reintroduced an unknown pigtail catheter to navigate into the laa. When the physician was going to insert a new wds, he noticed the was had a kink 15cm in the distal segment. The physician used a new was and wds to successfully complete the procedure. No patient complications occurred.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08256. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 33mm watchman® laa closure device and delivery system was advanced through the watchman® access system. The closure device was deployed, but the position was not adequate so it was fully recaptured. The physician noticed that the access system appeared to be "bending excessively" during the recapture. He removed the closure device and reintroduced an unknown pigtail catheter to navigate into the laa. When the physician was going to insert a new wds, he noticed the was had a kink 15cm in the distal segment. The physician used a new was and wds to successfully complete the procedure. No patient complications occurred.